Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that triggered the suspend event level was 9.8 mmol/l. Sensor value that triggered the suspend event was 3.5 mmol/l. The low limit in sensor setting was 3.9 mmol/l. Insulin delivery was suspended due to sensor glucose values. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.